Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a strange thumping on their right side, phrenic nerve stimulation and diaphragmatic stimulation. It was further reported that the right atrial (ra) lead dislodged and was sitting in the superior vena cava (svc). The ra lead was temporarily turned off. The ra lead was subsequently revised and remains in use. No further patient complications have been reported as a result of this event.